Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) appeared to be undersensing after premature ventricular contractions and followed by noise. It was noted that the patient was not symptomatic during the episodes. The icm was explanted and replaced with a pacemaker. No patient complications have been reported as a result of this event.